Event description:
The distributor contacted heartsine to report that their device was programmed with the incorrect language. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault of incorrect language. The reported fault was attributed to a manufacturing error. The device was scrapped by heartsine and the customer was provided with a replacement device.